Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the head of the large hem-o-lok clip applier was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument stopped working while clipping on tissue. Customer used a backup to complete the procedure. No injury or impact to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have grip input disk broken. Input disk six was found completely broken from the inside of the housing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.